Event description:
On (B) (6) 2009, the plastic knob handle of a pathfinder rod reducer cracked in half while surgeon was reducing patient. Additional information received from the sales representative on 10/30/2009. A (B) (6) male with very solid bone, underwent primary surgery for a grade iii spondylolisthesis on (B) (6) 2009. As the surgeon was turning the plastic handle of the rod reducer, it cracked apart. Two small pieces fell, one to the floor and the placement of the other piece remained undetermined, however, the surgeon and sales representative were quite sure, it was not in the patient. The sales representative states that he had been using that instrument for the last three years and there was no outward appearance indicating weakness before the incident. The surgeon was able to complete the reduction with the original reduction forceps. There was no surgical delay.

Manufacturer narrative:
Device is an instrument and not implantable. Device manufacturer date is unknown. Requests have been made for the return of the product. Evaluation pending.